Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0220012740, implanted: unknown, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving baclofen with concentration "2000" at a dose rate of "910" via an implantable pump. It was reported that the patient was experiencing no adverse issue. However, the physician reported successive and significant discrepancies of expected pump reservoir volumes versus actual pump reservoir volumes at time of pump refill. Environmental/external/patient factors that may have led or contributed to the issue was indicated as nil. No diagnostic testing or troubleshooting was performed. No actions or interventions were taken to resolve the issue. No surgical intervention occurred and no surgical intervention was planned. The pump and catheter remain implanted and in service. It was unknown if the issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The date of pump implant and date of catheter implant was unknown.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that regarding the pump reservoir volume discrepancies at refill, there was more drug found in the reservoir than expected. On april 2ns, the actual reservoir volume was 19 ml and expected was calculated at 14.5 ml. No further troubleshooting was planned. It was unknown what the cause of the volume discrepancies were. No actions/interventions were performed to resolve the volume discrepancies. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.